Event description:
Customer reported the system is displaying a general data overflow error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the comminication pcb and repaired the power cord. System operates as intended.